Event description:
It was reported that the pt presented with "z-syndrome". A yag procedure was performed. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.